Event description:
It was reported that the tandem-provided cable was warm to the touch despite being in room-temperature conditions. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.